Event description:
It was reported the patient's scs ipg is protruding. It was noted that there is no redness, warmth or swelling; however, this issue is causing the patient discomfort. The patient was advised to contact her physician to address the reported issue. Follow up information revealed the patient will meet with her physician at a later date to discuss the reported issue and obtain x-ray imagery.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.